Event description:
It was reported that t:slim x2 pump battery would not charge and pump displayed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of original charging cable and wall adapter, left pump connected to working outlet for at least 30 minutes, and pump began charging successfully so no further assistance was required.